Manufacturer narrative:
Specific information with regard to the age, gender, and weight were not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4819836 and 4832208. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for patient. To date, the patient is doing fine. A 'visual inspection' test of the returned product was evaluated for lots 4819836 and 4832208, yielding results within specifications. The paste appeared to be homogenous, free from contamination, and no black specks were detected. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to either of these lots.

Event description:
A doctor alleged that between two (2) different lots of sonicfill composite, black specks were present in patient's restorations after light curing the material.